Event description:
Ethicon enseal trio device did not work upon unplugging it into harmonic machine. The screen on harmonic said device failure. The device was unplugged and taken off of the field immediately. The device never touched the pt because the device is always checked before using on pt. Same module device failed (B)(6) 2017 prior to pt use model #etrio335h, lot #n91y2h.